Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Review of the batch records revealed that during the manufacturing process there had been an issue with the luer lock and the batch had been subsequently reworked and released. Visual inspection confirmed that the luer lock had disconnected from the tubing. The cause was determined to be an assembly issue during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a dehp-free solution administration set had a severed line. This event was discovered prior to product use. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional relevant information becomes available.